Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/malposition of essure device location of device/coil sticking out of fallopian tube') and parametritis ('parametritis') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included leiomyoma nos. Concomitant products included intrauterine contraceptive device (iud nos) and oral contraceptive nos. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced parametritis (seriousness criterion medically significant), pelvic pain ("pelvic pain"), vaginal infection ("bladder/urinary problems: vaginal infection") and vaginal discharge ("vaginal discharge"). In 2012, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"), migraine ("migraine"), nausea ("nausea"), fatigue ("fatigue") and headache ("headaches"). On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping"), allergy to metals ("nickel allergy"), cystitis ("bladder/urinary problems : bladder infection"), urinary tract infection ("infection (bladder urinary tract/vaginal) type: uti"), genital infection female ("infection (other) describe: female organs"), vulvovaginal pain ("vaginal pain"), abdominal pain upper ("stomach pain") and pain ("painful to walk"). The patient was treated with surgery (salpingectomy (bilateral))). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, parametritis, allergy to metals, cystitis, headache, vulvovaginal pain and abdominal pain upper outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal infection, vaginal discharge, migraine, nausea, fatigue, urinary tract infection, genital infection female and pain had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital infection female, headache, migraine, nausea, pain, parametritis, pelvic pain, urinary tract infection, vaginal discharge, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2011. Discrepancy noted in removal date (B)(6) 2011. Insertion details, specify- no of coils: 03 on left and 5 on right. Discrepancy noted in hsg as per previous version, hsg results were provided , however, the current version states that ¿the patient did not undergo essure confirmation test¿. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram abdomen - on (B)(6) 2012: pelvic organs: the positioning of the distal margin of the essure clip on the left appears to extend beyond the expected course of the fallopian tube_ the right essure clip appears well-positioned. The uterus is unremarkable. No adnexal mass. Hysterosalpingogram - on (B)(6) 2012: coil. Sticking out of fallopian tube, needs removed. Imaging procedure - on (B)(6) 2011: essure confirmation test(s) (unspecified) perforation. Pathology test - on (B)(6) 2012: specimens: 1) bilateral fallopian tubes and essure 2) fibroid gross description: 1.1n formalin, labeled with the patient's name and bilateral fallopian tubes and essure, are four dark tan gray cylindrical tissue fragments consistent with portions of fallopian tube, measuring from 1.3x1.0 cm, up to 4.0xo.6 cm in greatest dimensions. Dangling from the end of this ranger fragment is a paratubal cyst, 1 .oxo.3 cm in length and greatest diameter, respectively. Also received are four portions of a metallic essure intratubal device, measuring 5.6x 0.1 , 3.8x0.1, 4.5 by less than 0.05 and 5.8 by less than 0.05 cm in greatest dimensions. Focally the four devices demonstrate old architecture, representative sections of the soft tissue fragments are submitted in two. 2.1n formalin, labeled with the patient's name 'and fibroid, is an ovoid pale gray flrm tissue fragment o.7xo.7xo.5 cm in greatest dimensions. Gross diagnosis: medical devices, clinically essure intra-tubular devices. Final microscopic diagnosis: 1. Segments of fallopian tubes, bilateral: a complete lumen and intact muscular wall are identified in each specimen. Paratubal cyst. 2.soft tissue, cun1call y fibroid: leiomyoma with sclerosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-oct-2019: pfs and mr received : events added- parametritis. Events outcome updated. Reporter added, essure insertion date updated, events onset date, events severity, concomitant drug, and lab data added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('perforation: fallopian tubes/malposition of essure device location of device/coil sticking out of fallopian tube') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included leiomyoma. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced fallopian tube perforation (seriousness criteria medically significant and intervention required), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), dysmenorrhoea ("dysmenorrhea (cramping"), dyspareunia ("dyspareunia (painful sexual intercourse)"), allergy to metals ("nickel allergy"), cystitis ("bladder/urinary problems : bladder infection"), vaginal infection ("bladder/urinary problems: vaginal infection"), vaginal discharge ("vaginal discharge"), migraine ("migraine"), nausea ("nausea"), fatigue ("fatigue"), urinary tract infection ("infection (bladder urinary tract/vaginal) type: uti"), headache ("headaches"), genital infection female ("infection (other) describe: female organs"), vulvovaginal pain ("vaginal pain"), abdominal pain upper ("stomach pain") and pain ("painful to walk"). The patient was treated with surgery (salpingectomy (bilateral))). Essure was removed on (B)(6) 2012. At the time of the report, the fallopian tube perforation, allergy to metals, cystitis, vaginal discharge, headache, vulvovaginal pain and abdominal pain upper outcome was unknown and the pelvic pain, abdominal pain, dysmenorrhoea, dyspareunia, vaginal infection, migraine, nausea, fatigue, urinary tract infection, genital infection female and pain had resolved. The reporter considered abdominal pain, abdominal pain upper, allergy to metals, cystitis, dysmenorrhoea, dyspareunia, fallopian tube perforation, fatigue, genital infection female, headache, migraine, nausea, pain, pelvic pain, urinary tract infection, vaginal discharge, vaginal infection and vulvovaginal pain to be related to essure. The reporter commented: discrepancy noted in insertion date- (B)(6) 2011 discrepancy noted in removal date (B)(6) 2011. Insertion details, specify- no of coils: 03 on left and 5 on right. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2012: coil. Sticking out of fallopian tube, needs removed. Imaging procedure - on (B)(6) 2011: essure confirmation test(s) (unspecified) perforation. Pathology test - on (B)(6) 2012: specimens: bilateral fallopian tubes and essure, fibroid gross description: 1n formalin, labeled with the patient's name and bilateral fallopian tubes and essure, are four dark tan gray cylindrical tissue fragments consistent with portions of fallopian tube, measuring from 1.3x1.0 cm, up to 4.0xo.6 cm in greatest dimensions. Dangling from the end of this ranger fragment is a paratubal cyst, 1 .oxo.3 cm in length and greatest diameter, respectively. Also received are four portions of a metallic essure intratubal device, measuring 5.6x 0.1 , 3.8x0.1, 4.5 by less than 0.05 and 5.8 by less than 0.05 cm in greatest dimensions. Focally the four devices demonstrate old architecture, representative sections of the soft tissue fragments are submitted in two. 1n formalin, labeled with the patient's name 'and fibroid, is an ovoid pale gray flrm tissue fragment o.7xo.7xo.5 cm in greatest dimensions. Gross diagnosis: medical devices, clinically essure intra-tubular devices. Final microscopic diagnosis: segments of fallopian tubes, bilateral: a complete lumen and intact muscular wall are identified in each specimen. Paratubal cyst. Soft tissue, cun1call y fibroid: leiomyoma with sclerosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: f/u 2 and f/u 3 processed together. New pfs received- event ¿ injury¿ replaced with new events pain: dyspareunia (painful sexual intercourse), pelvic/ abdominal, dysmenorrhea(cramping), nickel allergy, perforation: fallopian tubes, bladder/urinary problems: bladder infection, vaginal infection, vaginal discharge, other injuries/symptoms: migraine, nausea, fatigue. Outcome of events pain, other from unknown to recovered/resolved were updated. Product indication was updated. Lab data was added. On 20-sep-2019: f/u 2 and f/u 3 processed together. New events added: urinary tract infection, vaginal pain, painful to walk,infection (other) describe: female organs, stomach pain, headache. Lab data was added. Reporters information was added. Outcome of events painful to walk and infection from unknown to recovered/resolved were updated. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.